Manufacturer narrative:
By the check of the device history records, no pre-exiting anomaly was found on the components that were released on the market with the lot numbers involved (1514727, 1512389, 1513804). No other similar complaints were received on these lot numbers. We will submit a final MDR after the conclusion of the investigations.

Event description:
Intra-operative issue occurred during a shoulder revision surgery on (B)(6) 2021: when trying to separate the glenosphere (smr glenosphere ø36mm small-r code 137409105 lot 1514727) from the baseplate (mr glenoid baseplate small-r code 137515650 lot 1512389) the baseplate disassembled from the peg (smr glenoid peg tt small-r #l code 137514653 lot 1513804). Due to this issue, the surgeon had to convert to hemi prosthesis and the surgery time was prolonged of 10 minutes. This incident occurred in (B)(6). Note: the product code of the baseplate involved is not marketed in USA.